Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the customer was unable to charge the pump. There was no visible damage or debris observed in the usb port. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.